Event description:
The customer is requesting assistance in obtaining retrospective data for a pt. The pt expired. No allegation of device malfunction has been made.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in obtaining retrospective data for a pt after selecting discharge and remove data from the central station. The pt expired. There was no allegation of device malfunction and no statement that the device was a contributing factor has been made. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.